Event description:
Complainant alleged that during the transport of a pt (age and gender unknown) from one area of the hospital to another area, the clinicians attempted to monitor the pt's heart rhythm, but the device shut down. The clinicians then obtained another device and successfully monitored the pt's heart rhythm. The compalainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.